Event description:
The inset would not snap into the baseplate (cat. No. 6632-3-435). Another insert was available and was used successfully. There was not adverse consequence for the pt.

Manufacturer narrative:
Additional info: h4: date of mfg. = 7/1996 summary of evaluation: the evaluation results, although perhaps inconclusive in the absence of the baseplate, suggest that this event is not device related but rather is associated with intra-operative procedures. Impaction of a misaligned insert damages the anterior locking tab which then precludes proper assembly onto the baseplate.